Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshot and cross checked flow sensor, exhalation valve body, exhalation diaphragm, but the problem was not solved. Performed transducer tests/calibration and the problem was found in main pcb. Customer ordered main pcb as a replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit is giving "vent inop/inoperable, motor fault, low pip/peak inspiratory pressure, low ve/minute ventilation and circuit disconnect alarms. The reporter confirmed that there is no patient involvement associated on this event.